Event description:
It was reported that the insulin pump alarmed during the manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test, and alarmed during the basic occlusion test due to a protruded / loose drive support disk.